Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause of the reported patient device interaction problem with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
(B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was selected for an implant. During the procedure, after release of device small echogenicity was noted on the atrial aspect of disc. Unable to distinguish between portion of disc or thrombus. The patient was started on eliquis and plan to maintain anticoagulation and re-evaluate echogenicity in 6 weeks.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.